Event description:
It was reported that the lead moved and was not stable. The lead was explanted and replaced. It was also reported that during implant attempt of the replacement lead, the lead was unstable and would not stay in the branch. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.